Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic field representative regarding a patient implanted with a cage for a tlif. It was reported that the cage was damaged during insertion, so it was replaced with a new cage and inserted. As a result of trying to insert the cage at a bad insertion angle against the disc level, stress may have been applied locally and the product got damaged. When hitting the cage to insert the cage, the breakage of the cage was confirmed. The cage was replaced with a new one. The implant broke and there were no fragments of the implant remaining in the patient. There were no patient symptoms or complications as a result of this event. The pre- op diagnosis was lumbar spinal canal stenosis. Levels implanted were l5/ s1. The s2ai screw was also inserted by performing tlif at 2 intervertebral discs at l4/l5/s1. The patient did not achieve solid fusion as the event occurred during the operation. There was a delay of less than 60 minutes in overall procedure time. It is unknown if in- patient hospitalization or prolongation of existing hospitalization was necessary. No health damage in the patient was reported. The product was replaced by a medtronic product. Additional information was received. It was reported that the cage was broken when an attempt was made to insert it into the l5/s. It seems that the cause was that it was inserted in a state where the direction of the intervertebral disc space and the direction of insertion did not match. The inserter is also loaned to the facility in a long term, however, no abnormalities were found there. The reported cage was removed during surgery and a new one was used. There is no plan for re-operation. No further complications were reported/ anticipated.